Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imagine window detached from the lapjoint section. Microscopic inspection revealed the guidewire exit port in good condition as well as pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. A media inspection was performed on pictures provided by the site which revealed they were consistent with the imaging window separation noted during product analysis.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was prepared for ultrasound examination of the target lesion. During an attempt to insert the device into the patient, the device came apart from the tip. The device did not enter the patient. The procedure was completed with another of the same device and there was no patient injury.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was prepared for ultrasound examination of the target lesion. During an attempt to insert the device into the patient, the device came apart from the tip. The device did not enter the patient. The procedure was completed with another of the same device and there was no patient injury.

Manufacturer narrative:
(B)(6).